Manufacturer narrative:
Additional information added to b5 and h6 based on additional information received.

Event description:
Images of the device was received from the facility, and the following was observed: the esheath+ liner was torn, there was a liner strand, and esheath+ shaft was damaged.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was resistance during insertion of the commander delivery system and valve into the esheath+. The valve was stuck at the level of the right femoral artery. It was decided to remove the devices, and there was difficulty in removing. Upon removal of the devices, the esheath+ was observed to be lacerated over several centimeters. A second set of devices were successfully used with no issues. At the end of the procedure, a stent was placed in the femoral artery due to lesions caused by the first device.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: the liner was partially expanded, and the tip unopened. There were two kinks on the sheath shaft, one liner strand, the sheath shaft was punctured, and the liner was partially delaminated. Dimensional testing was performed, and the measurement was found to be within the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided, and the following was observed: the sheath shaft appears to be curved and partially expanded. One liner strand noted, sheath shaft appears damaged/punctured liner seems to be partially delaminated. A prior CAPA detailed in the technical summary captures prior high push force investigation and corrective/preventative action. In this case, the reported events for sheath punctured and liner strand was confirmed based on evaluation of returned device and provided imagery. It is possible that additional device manipulation to overcome the resistance may have been applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath and liner, and lead to damage observed. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.